Manufacturer narrative:
Updated fields: b4; d9; g1; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. Corrected fields: d4 serial number, UDI number. A getinge field service engineer (fse) evaluated the unit and found there was a problem with the valve assembly. The hospital contacted a third party for repair and it has been completed.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed automatic inflation. Inspection found that there was a problem with the valve assembly. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.